Event description:
It was reported that the pump is alarming and the screen read "no disposable clamp tubing." This is her fifth call to the hotline tonight with the same issue. She states they went to the clinic around 1600 with this alarm and got a new pump and now they are having the same problem with the new pump. After performing troubleshooting, the pump started. No patient injury was reported.

Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended, or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device.